Event description:
Boston scientific received information that this left ventricular (lv) lead was no longer in service. Additional information received from the field representative that this lv lead was dislodged. Additional information received from the field representative that lead dislodgement was confirmed by means of fluoroscopy. This lv lead was explanted and would not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.